Event description:
Reportedly, the catheter broke while removing it. The pt had to undergo a flexible cystoscopy to recover the inflated balloon left in the bladder. The hospital has reported the pt's condition is satisfactory.